Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module was involved in an alleged over infusion of saline d5 of a two-year-old patient that was admitted for dehydration. The intended rate of infusion was 175ml/hr and a bag volume of 250ml. The patient experienced irritation but the customer specified that there was no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, device available for eval? Returned to manufacturer on, concomitant med prod data, device eval by manufacturer? Imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of saline d5 was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event date was reported as (B)(6) 2026; time was not reported. A review of the suspect pump module s/n (B)(6) error log showed no errors were recorded on the reported event date. The pcu event log showed the infusion of ¿saline d5¿ on (B)(6) 2026 in the suspect pump module s/n (B)(6). The event log showed no infusions with the reported rate at 175 ml/hr. On (B)(6) 2026, the pcu event log showed that the pcu and the suspect pump module s/n (B)(6) were powered on, and the pump module was assigned with channel b. The dataset installed was identified as ¿ummc jxn 10dec2025¿, and the profile in use was identified as ¿pediatric ER¿. On (B)(6) 2026 at 1:42 pm, the user selected ¿guardrails IV fluid¿ and programmed an infusion with drug ID 237 (ns), rate of 74 ml/h and volume to be infused (vtbi) of 74 ml with an expected duration of 1 hour. The infusion started with a primary volume infused (pvi) of 0 ml. At 2:42 pm the user channeled off the pump module with pvi of 73.07 ml. At 2:43 pm the user selected ¿guardrails IV fluid¿ and programmed an infusion with drug ID 95 (d5 ½ normal saline), rate of 15 ml/h and vtbi of 15 ml with an expected duration of 1 hour. The infusion started with a pvi of 73.07 ml. At 3:44 pm the infusion completed and the keep vein open (kvo) started. At 3:47 pm the user changed the vtbi to 15 ml. The infusion started with a pvi of 88.173 ml. At 4:47 pm the infusion completed and the kvo started. The user changed the vtbi to 15 ml and the infusion started with a pvi of 103.22 ml. At 4:53 pm the infusion was paused and the user channeled off the pump module with pvi of 104.431 ml. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states that to prevent a potential uncontrolled flow (free-flow) condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. To prevent a potential uncontrolled flow (free-flow condition), do not use an infusion module if it is damaged in any way or does not appear to be functioning as expected. Uncontrolled flow (free-flow) can result in patient harm. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of saline d5 event could not be identified. The pump module was found to be infusing within specifications. The returned device was fully evaluated, and no anomalies were detected during laboratory testing. Note that this report lists imdrf annex a040502, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module was involved in an alleged over infusion of saline d5 of a two-year-old patient that was admitted for dehydration. The intended rate of infusion was 175ml/hr and had a bag volume of 250ml. The patient experienced irritation but the customer specified that there was no patient harm. The customer later qualified on 19 january 2026 that the large volume pump module with serial number (B)(6) was not associated with this patient event.